Event description:
It was reported that the patient presented to the clinic with muscle stimulation in her chest. A chest x-ray confirmed that the rv and ra leads were dislodged. The leads were repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.